Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a non bsc 2.0x15mm balloon. The physician implanted a taxus express2 3.0x16mm drug eluting stent to the 90% stenosed lesion located in the calcified, extremely tortuous, proximal to mid left anterior descending (lad) artery. Ivus was then performed and the physician then attempted to place a taxus express 2.75x24mm drug eluting stent to the distal side of the taxus 3.0x16mm stent, but was unable to cross at the mid lad. Upon removal, it was noted that the proximal side of the stent was lifted up. The procedure was completed using another taxus stent, same size. No patient injuries or complications were reported. Patient status post procedure is noted as good.